Event description:
It was reported that after successful suture placement difficulty was experienced reloading the 0.035 amplatz j guide wire through the proglide guide wire exit port, in an unspecified number of cases/procedures. It was not indicated the vessel where the device was used, whether a procedure was performed prior or after this difficulty, and the type of procedure. The physician ultimately was able to advance the guide wire in all procedures through the guide wire exit port. Hemostasis was achieved using the proglide sutures. There were no adverse patient sequelae. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device was discarded; therefore, a failure analysis of the complaint device cannot be completed. Reviews of the lot history record and complaint handling database could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.